Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Device labeling: potential adverse events that may occur with silicone gel-filled breast implant surgery include: implant rupture, capsular contracture, reoperation, implant removal, pain, changes in nipple and breast sensation, infection, scarring, asymmetry, wrinkling, implant displacement/migration, implant palpability/visibility, breastfeeding complications, hematoma/seroma, implant extrusion, necrosis, delayed wound healing, breast tissue atrophy/chest wall deformity, calcium deposits, and lymphadenopathy. Capsular contracture patients should be advised that capsular contracture may be more common following infection, hematoma, and seroma, and the chance of it happening may increase over time capsular contracture occurs more commonly in revision patients than in primary augmentation or reconstruction patients capsular contracture is also a risk factor for implant rupture, and it is one of the most common reasons for reoperation

Event description:
Healthcare professional reported a left side capsular contracture baker grade iii. The device has been explanted.

Manufacturer narrative:
Upon further review, the device information was corrected to reflect the information received.

Event description:
Healthcare professional reported a left side capsular contracture baker grade iii. The device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: one opening curved in anterior side, brown particles in outer surface, creases fold on implant and wear abrasion. A leak test was performed which identify two openings on the device. Microscopic analysis was performed which identified: one opening curved in anterior side and one opening curved in posterior side displayed striated edge consistent with the use of a surgical tool. A fill inspection was performed and identified no blockage in valve. Based on the device analysis the final assessment is: two openings due to surgical damage.

Event description:
Healthcare professional reported a left side capsular contracture baker grade iii. The device has been explanted.